Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity, shortness of breath. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity, shortness of breath. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation observed the modem, 3rd party pollen and ultra fine filters, and sd (secured digital) card were returned with the device. When pil technician powered on the device, the blower motor would not run. Further investigation showed evidence of blower foam degradation and was in the blower motor which is likely why the blower would not provide airflow. A dust like contaminate on the ui (user interface) panel, top enclosure, bottom enclosure, rear panel, accessory module and sd cover flip doors, and the dc jack color insert. Blower foam was found on the blower box cap, blower box, and the blower motor. Evidence of liquid spots with potential mineral deposits on the blower motor and the blower box. Potential no clean flux on the sd card slot on the pca (printed circuit assembly). Evidence that a liquid was spilled on the outside of the bottom enclosure and the bottom of the rear panel. A keratin-like substance was observed on the blower box outlet, issue of keratin. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.